Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a sleeve gastrectomy sub total esophagectomy with gastric tubulization due to cardia neoplasm, the stapler was fired but when the jaws were opened the user noticed that tissue was not cut between the two stapling lines at the half distal point. Along this segment some staples were not correctly molded and closed. The tissue resection was performed by "cold blade" and the suture was completed manually. There was a little extension of the surgery time.